Event description:
Additional information: the patient was started on meropenem following wound cultures. On (B)(6) 2018 the patient underwent incision and drainage of the infection. The following day, a wound vacuum was placed. The patient was discharged on (B)(6) 2018 with a peripherally inserted central catheter (PICC) line for home intravenous antibiotics. The event was resolved with sequela on (B)(6) 2018 (patient remained on antibiotics).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00784. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented for a routine clinic visit and was admitted due to a drive line infection. The wound culture was positive for pseudomonas resistant to levaquin; therefore, the plan is for admission and IV antibiotics. The patient received cefepime 2 gm q8 hours which was started on (B)(6) 2018. The patient was given a 4 week course on (B)(6) 2018 which ended on (B)(6) 2018. No further information was provided.